Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws closed and would not release, it was locked on the common duct. The tissue became torn when the device was removed. Another device was used to complete the procedure. It is unknown if there were any consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.